Manufacturer narrative:
Amended report: please disregard report number 2124215-2025-38711. This is not a reportable complaint due to lack of evidence. No further information about the device could be obtained from the field and it is unknown if the device would be returned.

Event description:
It was reported that this pacemaker device was explanted due to unknown issue. This device is expected to be returned for analysis. The local area sales representative was contacted for additional information regarding the model/serial number. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker device was explanted due to unknown product issue. This device is expected to be returned for analysis. The local area sales representative was contacted for additional information regarding the model/serial number. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains additional updated information in section b5 describe event or problem, d6a implant date, d6b explant date, e1 patient identifier, h1 type of reportable event, h2 if follow-up, what type, h6 device codes. Amended report - please disregard report number 2124215-2025-38711. This is not a reportable complaint due to lack of evidence. No further information about the device could be obtained from the field and it is unknown if the device would be returned. Am

Event description:
It was reported that this pacemaker device was explanted due to premature battery depletion. No additional patient adverse effects were reported. The device is expected to be returned for analysis. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that this pacemaker device was explanted due to premature battery depletion. No additional patient adverse effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This report contains additional updated information in section b5 describe event or problem, d6a implant date, d6b explant date, e1 patient identifier, h1 type of reportable event, h2 if follow-up, what type, h6 device codes. Amended report - please disregard report number 2124215-2025-38711. This is not a reportable complaint due to lack of evidence. No further information about the device could be obtained from the field and it is unknown if the device would be returned. Am.